Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: medical product: bi-metric porous fmrl 14x150mm , catalog #: 162254, lot #:1252754. Medical product: m2a-magnum recap cup 56odx50id, catalog #: 157856, lot #: not reported. Medical product: m2a-magnum mod hd sz 50mm, catalog #: 157450, lot #: 1248673. Multiple MDR reports were filed for this event; please see associated reports: 3002806535-2019-00424, 3002806535-2019-00425, 3002806535-2019-00426. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent re-operation to clean out heterotopic ossification from soft tissue . No implants were revised.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent re-operation to clean out heterotopic ossification from soft tissue. No implants were revised.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.